Event description:
It was reported that pump declared cartridge change error. There was no adverse impact to the customer's blood glucose level. Customer reloaded original cartridge without issue and stated no further assistance was needed, and no additional corrective actions were taken.